Event description:
The manufacturer received information alleging a patient experienced a ventilator service required alarm had occurred on a trilogy evo o2 device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo o2 device was returned to the manufacturer center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted error code, oxygen blending module (obm) valve failure (e-081), was observed on the device's error log. The manufacturer's service technician further evaluated and determined the obm had not been detected due to the system printed circuit assembly (pca) failure on this device. In conclusion, the device's system pca was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the system pca was replaced for another error code, oxygen flow drift high (e-0150), that was observed on the device's error log. This was unrelated to the reportable issue. The display pca was replaced for data exported with a universal serial bus (usb) had failed making it had to extract the logs. This was unrelated to the reportable issue. The vanity cover was replaced for the silver frame missing around the silence button. This was unrelated to the reportable issue.